Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump has been alarming with motor error. The patient's blood glucose at the time of incident is unknown. The customer stated that he successfully rewound the pump earlier that day, but that the motor error alarm tends to appear during normal use. Troubleshooting was initiated for the motor error alarm. The customer was able to rewind the pump during troubleshooting but confirmed that he had received three motor error alarms within the past thirty days. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.